Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an admiral xtreme pta balloon catheter to treat a 20mm fibrous lesion in the patients proximal common iliac artery. Mild vessel tortuosity was reported. Lesion exhibited cto (chronic complete occlusion: 100%) stenosis. Artery diameter reported as 13mm. A 6fr non-medtronic sheath and a 150 cm 035" non-medtronic guidewire were used. A non-medtronic inflation device was used. A balloon leak during balloon inflation was reported. The hole had formed before the expansion, so the pressure did not apply. One inflation was performed when the issue occurred. The balloon was removed from the patient. No resistance occurred during delivery and no excessive load was applied. A non-medtronic balloon was used to inflate the lesion, and a good flow was obtained, so the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, the device was flushed, and a 0.035¿ guidewire was loaded, when the balloon was inflated a pinhole leak was found on the proximal end of the balloon, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.